Event description:
A malfunction was reported involving a device with malfunction code 0-0x2864, with the incident occurring on december (B)(6), in slovakia. There was no adverse impact on the customer's blood glucose level. The customer was informed that a replacement pump was necessary, and cts facilitated this process by confirming the shipping address and providing storage mode instructions for transport. A replacement pump with serial number (B)(6) was prepared to ensure uninterrupted insulin delivery. The malfunctioning pump was covered under warranty.